Event description:
A malfunction with the code malf 24 was reported, and there were no notable events occurring prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their glucose levels. As a corrective action, tandem technical support arranged to send a replacement pump with updated software to the customer and provided instructions for the customer to return the faulty pump. The customer will use multiple daily injections (mdi) as a backup therapy in the meantime and was informed about the steps to take upon receiving the new pump.